Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Evaluation of the subject device confirmed the followings; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The reported event was not reproduced. No abnormality was confirmed in the subject device. Omsc assumed that the reported event was not caused by the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection before an unspecified procedure, the user tried to connect an endoscope to this device, but the endoscope connector was hard to connect. The user suspected this device because the endoscope was easy to connect to another light source. There was no report of patient injury associated with this event.